Event description:
It was reported that during extraction of the right ventricular (rv) lead the right atrial (ra) lead was dislodged and it was also extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2011, product ID 6949 implantable tachy lead (B)(6) 2005, 4538 competitor implantable pacing lead (B)(6) 2005. (B)(4).